Manufacturer narrative:
(B)(4). The patient came in on (B)(6) 2012, and they re-checked for the inflammatory process. The patient is doing better. The patient was injected with normal saline 1.5ml into the nodules followed by gently massage for 3-5 minutes two to three times daily. On (B)(6)2012, this process was repeated and the patient is getting better. The device history records for the reported lot number were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.

Event description:
A (B)(6) female patient was injected with a 1.5cc radiesse syringe in the marionette lines with 1.5 cc of lido mixed radiesse and restylane for lip aug same day. Dental block was administered as well. Three weeks post treatment the patient developed itching, edema and overlying erythema to the areas treated with radiesse. On (B)(6) 2012, the patient complained of inflammation at the injection site (over the phone with the pa) and was prescribed cephalexin 500 mg qid number 28 for 7 days. At that point the injector was concerned that there was an infection. The patient came in on (B)(6) 2012 and was prescribed bactrim 1 bid number 14 and prednisone 5mg 8 pills a day for 3 days and then a taper (6 x 3, 4 x 3, 2 x 3, 1 x 3).